Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0, which had previously occurred on multiple occasions. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved the issue by sending a replacement pump with updated software. Customer will continue to use current pump; will rely on alternate method if necessary.